Event description:
Caller reported that pump button was not functioning. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on how to troubleshoot the issue and ultimately decided to replace the pump. Reportedly, customer reverted to manual injections for insulin therapy.